Event description:
Swelling and inflammation of prox. Humerus. Seroma visible and ante perforans. Swelling and inflammation prox. Arm (photo). Cerament has migrated from the bone void into the soft tissue and caused a seroma with soft tissue inflammation. Revision surgery was done to evacuate the seroma, debride the soft tissue and close the wound again.

Manufacturer narrative:
Background data: the observation form contained only very limited information: "unicameral bone cyst (ubc) was treated by open surgery. A cortical window was placed, the cyst lining debrided, and the cyst filled with cerament bvf. The cortical window was not closed." "Swelling and inflammation prox. Arm (photo). Cerament has migrated from the bone void into the soft tissue and caused a seroma with soft tissue inflammation. Revision surgery was done to evacuate the seroma, debride the soft tissue and close the wound again". Questions like patient characteristics, age, type of surgery, amount of product, duration of drainage, details of follow-up, especially on the time frame the seroma developed, etc. Cannot be answered. The surgeon was contacted for more information, but no further information was received. Medical investigation: we used the information from the observation form, the call and evaluated the available photo. Unicameral bone cysts (ubcs) belongs to the cysts which are prone to producing large volume of fluid. That fluid within a contained cavity builds up so much pressure that can be able to push the cerament out of the bone void causing leakage into adjacent soft tissue and causes an inflammatory reaction. Beads form of cerament bone void filler promote bone remodeling and leave a leeway for fluids and help to avoid these potential complications. There is specific precaution in the instructions for use to use beads instead of injecting paste of cerament bone void filler. The use of cerament bone void filler in bead form might have led to less formation of the seroma. As we know an open surgery was performed. This technique might increase the risk of migration of the product or its components during degradation compared to minimal invasive or percutaneous intervention. We can only guess some details from the received single photo. The photo demonstrates expected complications such as white drainage visible through the surgical wound / incision, signs of an inflammatory reaction (swelling and redness) of proximal right arm. In this case migration of a cerament block into the soft tissue / wound causing a wound breakdown and the soft tissue inflammation led to a serious deterioration in the health status, requiring second operation, and thus this event was reportable to the regulatory authority. Risk assessment and instruction for use the occurred event is covered by risks in the risk assessment (mc-000396 rev. 05) and the instructions for use (ifu0007-12 en 2020-10): the following risks could be referred to: "bone cysts, treated with open surgery and a cortical window", "soft tissue inflammation, wound breakdown and externalization of the bone graft substitute (--> no/delayed bone healing)" including precaution as mitigation in the instruction for use of cerament bvf which is listed below. (D.1.39). "Cbvf leaks to the soft tissue" (u.5.3). "Cbvf leaks to the soft tissue, inflammation reaction" (u.5.4) . Instructions for use of cerament bone void filler states in the device related precautions, potential adverse events and directions for use: "in aneurysmal bone cysts (abcs) and other bone cysts prone to producing large volumes of fluid, there is increased risk of wound drainage, soft-tissue inflammation and wound breakdown if treated by open surgery. Use cerament®/bone void filler in bead form rather than complete void filling for these indications." Even if ubcs are not mentioned explicit here, they can be seen as "cysts prone to producing large volumes of fluid". "Close the wound meticulously to avoid leakage into the soft tissue. Follow accepted clinical practice for postoperative care. "May cause inflammatory reaction if present in soft tissue." "Calcium based bone void fillers may color wound drainage white. This should not be a concern, however, be aware of the risk of infection when drainage occurs." Evaluation of product review of batch records was not possible to perform since the complainant did not specify the lot number. However, analysis of the general complaint trend does not indicate any batch specific issues. Conclusion the information to this complaint is very limited. We made some assumptions mainly using the single image. In conclusion, a post operative paste leakage into surrounding tissue was described after the use of cerament bone void filler for treatment. Unicameral bone cysts (ubcs) belongs to the cysts which are prone to producing large volume of fluid. The use of cerament bone void filler in bead form might have led to less complications. As we know an open surgery was performed. This technique might increase the risk of migration of the product or its components during degradation compared to minimal invasive or percutaneous intervention. The incident reported is an expected and foreseeable effect which was described in the instructions for use and in the risk assessment for cerament bone void filler. It can therefore be concluded that there are no corrective actions required. Complaint subclass according to sop0803 rev 21: paste leakage into surrounding tissue.